Event description:
It was reported that a user experienced hyperglycemia with a blood glucose reading of 301 mg/dl confirmed by fingerstick while using the ilet system; the infusion set and site appeared normal on inspection, a new site was placed, and insulin delivery was resumed as usual, with no alerts or alarms indicating dosing stopped. Symptoms included elevated blood glucose. Outcomes included resolution steps through troubleshooting and user education. Investigation included user-guided checks of the infusion set and site and confirmation of blood glucose by fingerstick. Investigation of this case revealed no device alarms and no observable infusion set or site abnormalities at the time of troubleshooting, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.